Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose was 470 mg/dl. Customer stated insulin pump had insulin flow block alarm. Trouble shooting was performed. Customer was not reporting any symptoms related high blood glucose. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was active at time incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring=black. The pump was returned for insulin flow blocked alarms found on sep 01, 2021 leading to high bgs. Pump¿s history and trace files downloaded successfully using thus software. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. No unexpected motor error alarms noted during testing or in the pump history/trace files. No delivery alarms noted in the pump history/trace files on 09/01/2021 at 6:03am during bolus. Force sensor was measured and is within spec (25.4mv at zero offset). ¿pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Insulin flow blocked alarms not confirmed during testing. No motor errors noted during testing or in the pump history/trace files. Unable to verify customer alleged for high bgs. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.